Event description:
Patient had a loop recorder removal. Patient expressed frustration. Patient reported they have have 75% control of the foot pain and their lumbar pain is far lower.

Manufacturer narrative:
MEDTRONIC SUBMITS THIS REPORT TO COMPLY WITH FDA REGULATIONS 21 CFR PARTS 4 AND 803. MEDTRONIC HAS MADE REASONABLE EFFORTS TO PROVIDE AS MUCH RELEVANT INFORMATION AS IS AVAILABLE TO THE COMPANY AS OF THE SUBMISSION DATE OF THIS REPORT. THIS REPORT DOES NOT CONSTITUTE AN ADMISSION OR A CONCLUSION BY FDA, MEDTRONIC, OR ITS EMPLOYEES THAT THE DEVICE, MEDTRONIC, OR ITS EMPLOYEE CAUSED OR CONTRIBUTED TO THE EVENT DESCRIBED IN THE REPORT. ANY REQUIRED FIELDS THAT ARE UNPOPULATED ARE BLANK BECAUSE THE INFORMATION IS CURRENTLY UNKNOWN OR UNAVAILABLE. MEDTRONIC WILL SUBMIT A SUPPLEMENTAL REPORT IF ADDITIONAL RELEVANT INFORMATION BECOMES KNOWN.

Event description:
INFORMATION WAS RECEIVED FROM A PATIENT REGARDING AN IMPLANTABLE NEUROSTIMULATOR. THE REASON FOR CALL WAS PATIENT SAID TWO WEEKS AGO, THEY PUT THE DEVICE INTO MRI MODE BECAUSE THEY WERE GOING INTO A PROCEDURE AND THEY WEREN'T SURE WHAT EQUIPMENT THE HEALTHCARE PROVIDER WAS GOING TO USE. PATIENT SAID IT TURNS OUT THEY DIDN'T USE ANYTHING IMPORTANT AND LATER THAT DAY THEY TURNED OFF MRI MODE. PATIENT THEN SAID THE MACHINE ISN'T WORKING AND THEY HAVE GONE BACK TO GROUND ZERO ON THEIR PAIN ISSUES. PATIENT TRIED ALL THE DIFFERENT GROUPS AND PROGRAMS AND HAS BEEN TAKING THE MILLIAMPS UP HIGHER. PATIENT ALSO SAID THEY TURNED THE STIMULATION WAY UP AND THEIR LEG STARTED VIBRATING SO THERE IS A SIGNAL BUT IT'S NOT THERE. THE ISSUE WAS NOT RESOLVED THROUGH TROUBLESHOOTING. THE PATIENT WAS REDIRECTED TO THEIR HEALTHCARE PROVIDER TO FURTHER ADDRESS THE ISSUE. PT STATES THEY WILL CONTACT THEIR MANUFACTURER REPRESENTATIVE (REP) ASK ABOUT GETTING DEVICE CHECKED. ADDITIONAL INFORMATION WAS RECEIVED FROM THE PATIENT (PT). PT REPORTS THE REP RE-PROGRAMMED THEIR SPINAL CORD STIMULATOR (SCS) AND NOW THEY ARE WORKING ON THE CORRECT SETTINGS. WHEN ASKED IF THE ISSUE WAS RESOLVED, THE PATIENT STATES IT IS "IN PROGRESS". ADDITIONAL INFORMATION WAS RECEIVED FROM THE PT. PT REPORTS THEY PUT THEIR DEVICE INTO MRI MODE FOR A MEDICAL PROCEDURE AND THE SCS IS STILL NOT THE SAME. PT REPORTS THAT IT HAS NOT RETURNED TO THE PRIOR EFFECTIVENESS.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.